Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. During the evaluation, the color tone of the image was not proper, which can be attributed to damage on charge-coupled device (ccd) unit in endoscope connector. Additionally, the evaluation revealed the following findings: due to a dent on distal end, water tightness is lost; due to a pinhole on universal cord, water tightness is lost; due to a pinhole on video cable, water tightness is lost; adhesive on bending section cover (a-rubber) had a chip; video connector was deformed; venting connector of light guide connector was deformed; due to looseness of insertion pipe, connection between insertion pipe and control unit was not secured; and scratches were found on multiple components of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: event occurred by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors. This issue is addressed in the instructions for use (IFU): ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. Confirm that the wli and nbi endoscopic images are normal. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor the field performance of this device.

Event description:
He customer reported to olympus the switch on the endoeye flex deflectable videoscope did not work when pressed. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the color tone of the image was not proper, which can be attributed to damage on charge-coupled device (ccd) unit in endoscope connector. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.